Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the symptoms related to the patient¿s (pt) infection included redness, drainage, and the pt noticed fluid draining from the incision site, top of ins, and was coming down their neck. The patient also noted a return of shakes in both arms. The pt stated they believe the manufacturer representative (rep) was at the explant surgery back in (B)(6) 2015 where they removed everything except the lead wire. The pt noted both IV/oral antibiotics were used; the pt was hospitalized for 6 days, was given antibiotics, and then after they were discharged they took oral antibiotics for 2 months. Other than medication, no other treatment was provided for their parkinson¿s condition. The pt reported they had just had replacement surgery on (B)(6) 2016 in which they were told they removed the old wires and placed a whole new system. The pt stated they could feel them cutting their head and the pain was just awful. The pt was scheduled for follow-up on (B)(6) 2016, in which they would turn their therapy on. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care professional (hcp) reported the cause of the infection was staph in chest "masim". The infection had resolved. The device was removed except electrodes. They would undergo total replacement next month.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the patient had their extensions and their ins explanted due to a pocket infection in (B)(6) 2015. Further follow-up was being conducted to determine what troubleshooting was performed, what diagnostics were performed, what the cause of the infection was and had it resolved. If additional information is received, a follow-up report will be submitted. Please see manufacturer report #6000153-2015-00609 for information on the patient's concomitant system.